Event description:
Customer reporting 3 false positive sars results. Customer states the results were confirmed negative by a hospital test. Symptomatic status is unknown. Attempts were made to contact the customer to gather further information but were unsuccessful. Report 3 of 3.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category root cause: insufficient information source: phone.